Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A review of the receiving inspection (ri) for torque wrench was conducted identifying that lot number km878162 was released in a single batch. -batch1: lot qty of (B)(4) units were released on february 3, 2020 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the torque wrench (p/n: 277040510, lot #: km878162) was returned and received at us customer quality (cq). Upon visual inspection, no issues were observed with the returned device. Functional test: a functional test was performed at (B)(6). The low torque of the device measured during calibration testing was 71.49 in-lbs which was not within the specified torque range of the device of 72-88 in-lbs hence, the torque test failed low. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed -monarch torque wrench complaint confirmed? Yes, the device received was out of calibration. Hence confirming the allegation. Investigation conclusion the complaint condition was confirmed for the torque wrench (p/n: 277040510, lot #: km878162). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to device maintenance. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is jnj representative. The investigation could not be completed, no product was received. No conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, it was observed that the torque handle was found to be out of drawing specification. The drawing specification is 72-88. The torque tested low ¿ 71.49. There was no known patient, or hospital involvement. This complaint involves one (1) device. This report is for (1) torque wrench. This report is 1 of 1 for (B)(4).